Event description:
Covidien received a report from a biomedical engineer of a n-560 unit reported to have caught on fire at the power entry module and the back of the unit is burned. During continued discussion with the customer, a covidien technical service employee determined there was not a fire. Upon receipt by covidien on 1/16/2008, extensive burn damage to the unit and power cord were observed. No pt involved per caller.

Manufacturer narrative:
The device has been received for investigation by covidien. Upon receipt by covidien, extensive burnt damage to the unit and power cord were observed.